Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the asymptomatic patient presented in clinic with intermittent oversensing on the right atrial lead. There were no plans to revise or reprogram the system. The patient was discharged with no adverse consequences reported.